Event description:
The reporter stated that two msi-tf injectors were found to be turning very tight and the product was not used.

Manufacturer narrative:
Injector lot number search. Results - an injector lot number search was performed and no similar complaint found.